Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported in this incident, the patient had an automatic (masimo root) bp done on the left arm, while in the sitting position, and the reading was 138/80. Roughly one hour later, the nurse decided to do a manual bp on the patients right arm, while the patient was lying down, and received a reading of 122/72. No patient impact or consequences were reported.